Manufacturer narrative:
(B)(4). Device eval - the blood source line was inadequately solvent-bonded with the pump cassette. The source line tubing solvent bond process is completed via a technique-intensive manual method of application.

Event description:
The foreign hosp ((B)(6)) reported a leakage issue with the mps disposable delivery set during a procedure. The perfusionist reported that after 100 minutes of cpb he observed blood dripping from the front/perfusionist side of the mps console. He stated it appeared to be originating down the side of the console from the blood inlet side. The perfusionist stated they were in the last 20 minutes of the cpb, so they did not change out any components or equipment. He stated he clamped the blood inlet tubing after the cross clamp was removed. The perfusionist reported approx 200 mls of blood were lost during the procedure due to the alleged leak. The perfusionist reported that upon visual examination the leak appeared to have occurred where the 1/4" tubing inserts into the flat portion of the cassette. There were no pt complications reported as a result of the reported event. The device was returned to the MFR for analysis.